Event description:
It was reported that, the initial checks were done, the s-pilot was working, intra-operatively power could not be established. A prolonged morcellation time was indicated. The whole procedure was prolonged more than 60 minutes. As consequence, further interventions were required (CT scan, x-ray and itu admission) and therefore additional hospitalization necessary. In addition, on 2025-03-19, the information was received that the patient has passed away.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).